Manufacturer narrative:
A ge oec service rep investigated the issue was traced to an error in the event log that noted the 24v power supply was missing during the boot sequence. The ribbon cable from the mainframe backplane to the generator driver pcb was re-seated. Additionally, the fast stop switches were exercised to assure proper operation. The system was tested, determined to be functioning as intended and released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system displayed "interlock failure" error code. This occurred on several attempts to boot the system for operation.